Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the flow sensor assembly was found to be damaged. The flow sensor assembly was replaced to address the issue. The device had evidence of physical damage.